Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. An xtw clip was inserted, however, a perforated anterior leaflet was observed. Therefore, the clip was removed, and mr remained at a grade of 2-3. For treatment, a closure device was implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, there was no reported device malfunction associated with clip delivery system (cds). However, visual inspection was performed on the returned device, and no issues were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury cannot be determined. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.